Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact on their blood glucose level. The customer planned to follow up once able to reset the pump, but no additional corrective actions or support information were provided. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.